Manufacturer narrative:
Additional information: b5.

Event description:
Additional information was received that insulation damage of the right ventricular (rv) lead was suspected, but not confirmed.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but not confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.